Manufacturer narrative:
A specific root cause could not be identified. Further clarification of the difference in the results generated with the different analyzers, is not possible with available methods and the current state of the art. The results from different manufacturers may differ due to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization method used.

Manufacturer narrative:
Na.

Event description:
The field application specialist reported the customer received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient sample from the cobas e602 analyzer serial number (B)(4). Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. The initial tsh result was 0.160 uiu/ml. The repeat on a beckman analyzer was 8.6 uiu/ml. Serial dilutions were performed on the cobas e602 analyzer. 1:2= 0.377 (0.754) uiu/ml. 1:4 = 1.04 (4.16) uiu/ml. 1:8 = 0.867 (6.936) uiu/ml. 1:16 = 0.533 (8.528) uiu/ml. 1:32 = 0.281 (8.992) uiu/ml. 1:64 = 0.139 (8.896) uiu/ml. The initial result was reported outside the laboratory. The repeat result on the beckman analyzer was believed to be correct. The patient was not adversely affected. The customer suspected an interfering substance in the sample.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were not reproduced. No interfering factor was found in the sample.